Event description:
Additional information was received that rv lead damage was suspected but not confirmed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.